Event description:
It was reported that a needle break occurred with a pen needle 32ga 4mm bulk l micro ce. The following information was provided by the initial reporter, "customer noticed needle tip break off during use no physical harm to customer due to this issue the broken needle tip has been taken out without any medical intervention customer didn't notice any fluidic leak clincial use"

Manufacturer narrative:
H.6. Investigation summary: one opened and one sealed 32g x 4mm pen needle samples were returned from lot. No. 5323712, cat. No. 320177. Magnified examination was carried out on both samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred with a pen needle 32ga 4mm bulk l micro ce. The following information was provided by the initial reporter, "customer noticed needle tip break off during use no physical harm to customer due to this issue the broken needle tip has been taken out without any medical intervention customer didn't notice any fluidic leak clinical use."